Event description:
Per the clinic, the patient was admitted to hospital for bacterial meningitis which is being treated with IV and topical antibiotics. The device was explanted under a general anaesthetic on april 18, 2022.